Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a left total hip done by the surgeon. The hip was done a month ago. The patient was climbing into her truck and felt a pop. The patient has a peri-prosthetic fracture. The surgeon removed the stem and head, and switched out the liner. The fracture was cabled and a new stem, head and liner implanted. The cup was retained. Doi: unknown, dor: (B)(6) 2020, affected side: left hip.